Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient experienced phrenic nerve stimulation. Upon interrogation, low pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a perforation was noted. Intervention on the rv was performed to resolve the event. Further information has been requested but has not yet been received.

Manufacturer narrative:
The reported events were cardiac perforation, phrenic nerve stimulation, and low pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported event of low pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The helix was found to be retracted and clogged with dried blood. After cleaning the helix, the helix could be extended/retracted, and helix extension length met specification. A tip stiffness test was performed and the results were within specification.

Event description:
Additional information was received indicating the rv lead was explanted and replaced.